Event description:
The surgery center reported of anterior uveitis in a patient's left eye (os) at 7 weeks post op. It was reported that topical steroid dosage was increased. It was reported that no secondary surgical intervention was required, and that the patient did not experience loss of best corrected visual acuity (bcva). The patient complained of light sensitivity and pain. The patient's pre-operative refraction was: bcva¿ right eye (od) 20/20, sphere -4.75, cylinder -5.00, axis 10. Bcva ¿ left eye (os) 20/20, sphere -5.25, cylinder -5.75, axis 165. Additional information indicated that on (B)(6) 2015, the patient was started on pred forte every two hours (q2h) and cyclosporine 1% twice a day (bid). The patient is to return in one week for another post op exam.

Manufacturer narrative:
(B)(4). Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). No code available (light sensitivity). The clinic is reporting this adverse event only and did not request or require field service or clinical support.